Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear thearpy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cabel and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable.